Manufacturer narrative:
The reported communication issue could not be reproduced during the hardware evaluation. The results of the hardware evaluation confirmed that the workmate workstation initiated communication with the ep-4 stimulator upon the physical serial connections as expected. The serial communication test results also confirmed normal functions of both serial ports that were assigned to the ep-4 stimulator and rf generator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the hardware evaluation performed, the cause of the reported communication issue could not be conclusively determined.

Event description:
During preparation for the procedure, with the patient prepped and on the table, an error message "ep-4 is not connected or off" was displayed. The issue was not resolved and the procedure was cancelled.